Manufacturer narrative:
Corrected data: h4 (incorrect device manufacturer date was listed on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/patient circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when the pigtail was connect to the evis exera iii video system center, a video connection issue occurred. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely due to a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.